Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. Please see the updates in sections d9, h3, h4, h6, and h10. The device was returned and an evaluation was completed for it. During inspection, olympus confirmed the reported event, the tissue pad was worn out and it was partially torn and peeled. Additionally, the probe had contact marks which indicated that the probe and the grasping section came into contact and the grasping section had contact marks which indicated that the probe and the grasping section came into contact; however, these defects are not considered severe enough to cause a potential adverse event. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Although a definitive root cause cannot be identified, the following step-by-step scenario likely caused the event: 1) the tissue pad was worn and partly peeled off because ultrasonic waves were output in a state where the grasping part was closed without grasping the tissue (including after the tissue was cut). 2) the wear of the tissue pad caused contact between the grip and the probe. 3) an error occurred because ultrasonic waves were output while the gripper and probe were in contact. In addition, contact traces were generated. The following information is included in the instructions for use (IFU): ¿do not activate output while the grasping section is closed without contacting tissue or vessel, or ensuring that tissue is transected. Otherwise, a local increase of the temperature due to a friction between the probe tip and the grasping section may result in various forms of damage in the probe tip and/or the tissue pad, such as premature wear, breakage, deformation, and/or falling off inside the body cavity and/or partial separating.¿ ¿when cutting or vessel sealing is performed, apply light tension on the tissue so that users can confirm that they are transected. Also, stop activation immediately after tissue is transected. Otherwise, the grasping section, the tissue pad, or the probe tip may break and fall, and partial separating of the tissue pad may occur due to a local increase of temperature caused by the friction between tissue pad and the probe tip during activation.¿ olympus will continue to monitor the performance of this device.

Manufacturer narrative:
Due diligence has been performed and available information has been received. The device is not returned, as such a definitive root cause of the reported complaint cannot be determined at this time. This event is under investigation. A supplemental report will be submitted upon completion of the investigation or upon receiving additional information.

Event description:
As reported for this event by the customer, within 30 minutes of the start of a therapeutic laparoscopic cholecystectomy procedure, although the number of outputs was small, frequent unknown error messages were received for the device, and the device tissue pad peeled. The procedure was completed without any delay with another new device of the same model number. There is no harm or adverse impact to the patient. Total procedure time was less than two hours. The intelligent tissue monitoring (itm) setting was on during the procedure. The device was inspected prior to use with no anomaly noted. The connections to the generator were checked. The transducer cords and other medical equipment cords are bundled together. Physician performing the procedure was skilled in the use of the device. This is the first time the issue occurred with the physician. An olympus representative was not present during the procedure. Prior to the use of the device at the facility, general training and briefing for individuals had been provided.